Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported "watchdog errors", which are indicative of corrupted software. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's remote service engineer (rse) evaluated the device and confirmed the reported problem, which was traced to faulty software. No appropriate conclusion code available for software problem.